Event description:
Procedure type: lap gastric bypass. According to the reporter: the white trocar would not stay in the anvil shaft and fell off. The surgeon was able to attach another trocar and was able to complete the case. The operating time was delayed about 45 minutes to 1 hr as a result. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 04/15/2008.